Manufacturer narrative:
(B)(4).

Event description:
This lead exhibited sensing issues. During an attempted revision, the ICD was replaced due to eri. This lead was going to be replaced but after mapping the atrium with a new lead, it was decided to discard the replacement and reuse this chronic lead instead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.